Event description:
It was reported that monopolar curved scissors (mcs) cable was broken. The procedure was converted to another dv system. There was no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the broken cable was observed during the procedure and the procedure could be completed with a spare instrument with no patient harm and no delays.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.